Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient reported recurrent episodes of diabetic ketoacidosis requiring hospitalization, which he attributed to sensor-related issues. He stated that the dexcom g7 sensor was providing inaccurate glucose readings, which in turn affected insulin management, as the omnipod system relies on sensor data for proper operation. According to the patient, discrepancies between sensor readings and fingerstick measurements led to inappropriate insulin dosing, resulting in sustained hyperglycemia, ketone development, and subsequent hospital admissions. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.